Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently being evaluated. A follow-up will be sent when the evaluation is complete.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 03:33:29. During night drain cycle five, the patient's ultrafiltration reading was 2135ml, indicating the home patient (hp) drained 2135ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.